Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, b7 additional information was requested and the following was obtained: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. Operative report: age: 35 years. Surgeons: dr. (B)(6) / dr. (B)(6). Date performed: (B)(6) 2016. Preoperative diagnosis: erosion of transobturator tape, dyspareunia & stress incontinence postoperative diagnosis. Hypertrophy vaginal mucosa. Fibrosis of vaginal mucosa and submucosa procedure: excision of hypertrophic vaginal mucosa and release of fibrosis findings: patient had hypertrophic vaginal mucosa overlying the transobturator tape. There was fibrosis of vaginal mucosa and submucosa. The transobturator tape was correctly positioned, was not eroding through the vaginal mucosa, tension free and not at all compromised. Procedure: the patient was prepped and draped in dorso-lithotomy position under general anesthesia. A foley's catheter was placed. Careful observation and examination was performed to determine the etiology of the patient's dyspareunia. Fibrosis of the vaginal mucosa overlying the transobturator tape was noted. There was no erosion of the tape through the vagina. Therefore the vaginal mucosa was opened in the midline for 5 cm from 2 cm below the urethral meatus. The submucosal tissue was dissected away and the tot was evaluated. The findings were noted above. Because of the excellent placement of the tot decision was made not to disturb the tot but to release the tension from the tissue surrounding it. A 2 cm hypertrophied area of the anterior vaginal mucosa was demarcated. And excised in the midline. Fibrosis underlying the vaginal mucosa and surrounding the tot was released. A secondary area of fibrosis was excised from the right vaginal mucosa transversally. The horizontal defect was closed with running stitch of 0 vicryl. The vaginal mucosa was then repaired with interrupted sutures of vicryl 0. The vagina was examined and noted to be tension free. No further fibrosis was present. Mebo was applied. The procedure was terminated. Patient was transferred to the recovery room in good general condition. Specimens: hypertrophied vaginal mucosa blood loss: minimal. Event related to patient's first case on 06/9/2016 reported via mw # 2210968-2021-12671 event related to patient's second case on 07/9/2021 reported via mw # 2210968-2021-10742 product complaint # (B)(4). Date sent to the FDA: 12/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b3, e1.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4)- device not returned. Maude report #: mw5104128. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a patient underwent a sling procedure to correct stage one cystocele on (B)(6) 2015 and the mesh was implanted. It was reported that within six months the patient discovered a problem with the mesh and the mesh had eroded into the patient's vaginal wall causing constant paint and chronic urinary tract infections. It was reported that the patient had to have a full removal of the mesh on (B)(6) 2021. It was also reported that there was erosion and a partially disintegrated plastic sling. It was also reported that the mesh did not correct the incontinence issue. Additional information was requested.